Manufacturer narrative:
Literature citation: shunsuke fujibayashi, noriaki kawakami, takashi asazuma, manabu ito, jun mizutani, hideki nagashima, masaya nakamura, koichi sairyo, ryuichi takemasa, and motoki iwasaki "complications associated with lateral interbody fusion nationwide survey of 2998 cases during the first two years of its use in japan" neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in the literature titled ¿complications associated with lateral interbody fusion nationwide survey of 2998 cases during the first two years of its use in japan¿ that the incidence of complications and risk factors associated with lateral interbody fusion (lif) was elucidated. Questionnaires regarding information about surgical procedures (xlif or olif), patient characteristics, preoperative diagnosis, complications, salvage procedures, final outcomes, and the surgeon's experience of lif were analyzed. Reportedly, malposition of cage was noted in six patients. Patient complications were unknown.